Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a pediatric hernia surgery on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. The fallen piece was retrieved from the patient. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products. Additional evaluation summary: the actual sample was returned for evaluation. An empty opened foil, a paper lid, a parked needle in a winding former and a dispensed suture of product code (B)(4), lot mgk372 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. Per the sample condition the assignable cause is a clip off defect.